Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The product was received without visible anomalies on the can. The battery was recovered and the ipg communicated, charged, was tested to manufacturing specifications. The ipg passed all tests. Conclusion: the cause of the reported complaint could not be determined from the review of the hdr and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that neither a charger or programmer would communicate with the ipg before it left the distribution center in (B)(4). The programmer displayed a "warning ipg error" message.